Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported ipg was unable to communicate with the charger. Patient lost therapy approximately in (B)(6) 2018. Ipg was found to be inoperable as error was displayed in patient programmer while trying to communicate to address this issue patient is awaiting surgical intervention by replacement of ipg.

Event description:
Patient had an ipg replacement on (B)(6) 2019 and effective therapy was restored post operatively . Patient stopped charging 6 months ago .